Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 33650013, lot 1655066; part # 33630022, lot 1669602 ; and part # 33653206, lot 1648934. The device was not returned for evaluation. Films were supplied; however, the poor quality of the images do not provide and finding, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient will undergo a revision surgery due to an infection and the bone becoming soft. It was also reported that the implant came out.